Event description:
This procedure was performed in another country: physician placed the stent, released the thumbscrew and tried to remove the delivery catheter. He made several attempts to remove the catheter, however, it seemed to be trapped. The physician had the pt turn their neck to remove the catheter, and this was unsuccessful. The physician then gave the pt anesthesia and pulled the catheter out. No injury to the pt reported.